Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several hours post implant the patient experienced wound dehiscence and the wound could not be closed. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.